Event description:
It was reported that at the user facility the core micro drill was overheating. No further information was provided by the user facility regarding the reported event of overheating. It was reported that during testing conducted at the manufacturer facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion, which is the probable cause for the reported events. The device will be repaired and returned to the user facility.